Manufacturer narrative:
On 3/9/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right-mentor siltex round moderate profile 425cc saline breast implant, catalog number 3542670, lot number 129459. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 425cc saline breast implants which the left side deflated after implantation. Spontaneous deflation noted by patient the issue confirmed by the physician. As a result patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
On 2/26/2019, new information indicated that the patient underwent bilateral removal and replacement as follow: right implant reference and serial numbers are ref: 3502300 sn (B)(4), and left implant reference and serial numbers are ref: 3502300 sn (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. Red material was observed within the device and yellow material was observed on the shell surface. During evaluation the device a rent was observed on the posterior aspect, measuring approximately 1.0 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).